Event description:
Healthcare professional reported right side device rupture and periprosthetic effusion diagnosed via ultrasound. The device has been explanted and replaced with another manufacturer's device.

Manufacturer narrative:
Photo analysis: it is not possible to determine the lot number or catalog through the photos provided. ¿ rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ seroma: unable to observe as it is a medical event that is not related to the device. No further actions are required since no issue in the manufacturing of the device is observed.

Manufacturer narrative:
Continued e1. Phone: (B)(6). The event of "seroma-late" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and seroma-late.

Event description:
Healthcare professional reported left side device rupture and periprosthetic effusion diagnosed via ultrasound. The device has been explanted and replaced with another manufacturer's device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: d1, d2, d4, h4, h6.

Event description:
Healthcare professional reported left side device rupture and periprosthetic effusion diagnosed via ultrasound. The device has been explanted and replaced.

Manufacturer narrative:
Corrected data: d.6a.

Event description:
Healthcare professional reported left side device rupture and periprosthetic effusion diagnosed via ultrasound. The device has been explanted and replaced with another manufacturer's device.